Manufacturer narrative:
Literature: md, m. E., md, m. A., md, j. B., & ba, p. D. (2012). Twenty-one years clinical experience of 461 femoral revision total hip arthroplasties with a calcar replacement prosthesis. The duke orthopaedic journal, 2, 1-4. Doi:10.5005/jp-journals-10017-1010. . The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. The condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
Information was received based on review of a journal article entitled, "twenty-one years clinical experience of 461 femoral revision total hip arthroplasties with a calcar replacement prosthesis" . This complaint addresses that five (5) patients had femoral head and liner revision for mechanical loosening of the acetabular component in which the femoral component was not loose. There has been no further information provided and the patients outcome is unknown.